Event description:
As reported in 2008, this patient underwent successful implantation of gore tag thoracic endoprostheses. Upon removal of the 24 fr gore introducer sheath with silicone pinch valve, the common iliac artery ruptured. The patient underwent surgical repair in which the common iliac artery was ligated and a left to right femoro-femoral bypass was performed. The patient is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.